Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the lead was returned with no reported event. As received, a partial lead was returned in three pieces. Visual inspection found external insulation abrasion that breached the outer insulation and exposed the outer coil at the distal region. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.